Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of the device. Visual examination of the reload noted that it was pre-fired and engaged in interlock with the jaws open. During functional testing, the reload was loaded into a post market vigilance instrument. The reload was applied to test media and all staples were placed and the test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the sub total gastrectomy procedure, for the first firing for total gastrectomy, the surgeon pushed the green firing mode button and tried to fire the device, however it could not. The status of the indicators were not available. The procedure was completed with another device. The status of the patient is no problem.